Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. Customer's blood glucose level was unknown. Customer reported that the scratches on the insulin pump screen harder to read. Customer stated that the insulin pump takes longer time to rewind. The insulin pump will not be returned for analysis.